Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after receiving alarms on the floor, the arctic sun device failed calibration error 80. Expected 6, actual 29. Per additional information updated from ttm on 13jan2026, biomed using test simulator (37c) on device and keeps getting alert 113 reduced water temperature control. Attempted to transfer for assistance but customer call was disconnected. Advised they will call customer back. Sn (B)(6). Per review of wo notes, it was determined that the device had a failed circulation pump and a potential bad mixing pump. Circulation pump command (cpc) was 100%, inlet pressure (ip) was 0.0, chiller temperature (t4) was 5.9. Recommend 2000-hour service.